Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and no anomalies were found. It was noted that the distal conductor was distorted, the distal conductor was fractured (overstress), the outer insulation was breached cut, there was blood in/on helix mechanism, and the lead had apparent explant damaged.

Event description:
It was reported that the patient developed exit block. The lead was explanted and replaced. No patient complications have been reported as a result of this event.